Manufacturer narrative:
Blocks a1 and b5 have been updated with additional information received on may 17, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on april 28, 2023 that an ultraflex tracheobronchial covered distal stent was used to treat an anastomotic fistula in the right main bronchus during a stent placement procedure performed on (B)(6) 2023. During the procedure, when the front end of the stent crossed the stenosis, the stent was partially deployed and the device was unable to fully reach the stenosis site. Subsequently, the stent was attempted to be deployed but the deployment suture could not be pulled and the delivery system was bent. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 17, 2023: the stent was also used to treat a malignant stricture. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the shaft bowed during deployment. The stent was partially covered by the deployment suture when it was removed from the patient.

Manufacturer narrative:
Blocks d4 (lot number & expiration date) and h4 (device manufacture date) have been updated with the additional information received on june 15, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received fully deployed. Visual inspection found the shaft bent in two sections. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was not confirmed as the stent was received fully deployed. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) contributed to the observed event of shaft bent. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an ultraflex tracheobronchial covered distal stent was used to treat an anastomotic fistula in the right main bronchus during a stent placement procedure performed on (B)(6) 2023. During the procedure, when the front end of the stent crossed the stenosis, the stent was partially deployed and the device was unable to fully reach the stenosis site. Subsequently, the stent was attempted to be deployed but the deployment suture could not be pulled and the delivery system was bent. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 17, 2023: the stent was also used to treat a malignant stricture. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the shaft bowed during deployment. The stent was partially covered by the deployment suture when it was removed from the patient.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an ultraflex tracheobronchial covered distal stent was used to treat an anastomotic fistula in the right main bronchus during a stent placement procedure performed on (B)(6) 2023. During the procedure, when the front end of the stent crossed the stenosis, the stent was partially deployed and the device was unable to fully reach the stenosis site. Subsequently, the stent was attempted to be deployed but the deployment suture could not be pulled and the delivery system was bent. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.